Manufacturer narrative:
(B)(4). Analysis noted the stent delivery system (sds) was returned with blood in the guide wire lumen and no contrast visible. The stent implant was dislodged off the balloon and loose on the distal shaft proximal to the proximal seal. There were stretched and mangled struts the entire length of the stent implant. The stent dislodgement was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. Additional information was requested to determine at what point the stent dislodged or if it was known to have been dislodged after the procedure; however, no information has been received. The balloon and inner member were bunched proximal to the tip, proximally to the proximal seal for a length of 1.6 centimeters which is consistent with the reported interaction with the guide wire. There was 8 millimeters of the guide wire core returned and exposed distal to the tip. There was a kink in the distal shaft 12 centimeters distal to the guide wire exit notch. There were kinks in the hypotube shaft 5 millimeters, 24 centimeters, 53 centimeters, and 85 centimeters distal to the strain relief tubing. The kinks were not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. There was no other damage noted to the sds. The tip length and stent implant outer diameters could not be measured because of the bunched balloon and mangled stent implant. An attempt was made to remove the returned guide wire core from the inner member, however, the bunched balloon and inner member would not allow the core to be removed. Factors that may contribute to the inability to advance/retract the sds over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, it is possible that a coagulation of blood during advancement contributed to the difficulty to position and subsequently resulted in the reported difficulty to remove. The reported difficulty to position and difficulty to remove appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency. A review of the device lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. All promus devices are visually inspected for proper guide wire movement during manufacture. Additionally, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide catheter: boston scientific 100 cm 6 f4 mach 1 f4 4 sh; guide wire: 0.014 balance middleweight 190 cm; sheath: 6 fr x 10 cm terumo pinnacle; other: angiomax; bivalirudin the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The balance middleweight guide wire is being filed under a separate MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that during a procedure of the right coronary artery, the promus stent delivery system was being advanced in the guiding catheter over the balance middleweight guide wire but resistance was met. All devices were removed as a system without incident. The procedure was completed with a different device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.